Manufacturer narrative:
The device was not returned for evaluation. Additional information was requested, but not received. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
A user facility in france reported capsular rupture. Additional information has been requested but not received.